Event description:
The manufacturer received information that a ventilator service required alarmed occurred on a ventilator. The device was not in use on a patient during the reported occurrence. The device was checked by a3rd party service center. During the evaluation, it was determined the battery was not charging. The detachable battery pack was replaced to address the issue.